Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 16-mar-2012, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 22-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back syndrome- other. It was reported that the patient developed an infection. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. At the time of this report, the issue had not resolved and patient status was alive- no injury. The system was being removed due to infection. Explant was planned on (B)(6) 2019 and the customer refused to return. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative on 2019-may-23. It was reported that the infection was due to the "poor self care behaviors" of the patient and was not related to the device or therapy. There were no complaints against the device or therapy. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.